Manufacturer narrative:
(B)(4). The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the access site was attempted using a proglide device with a 6fr sheath after an interventional procedure to implant 4 peripheral stents. Reportedly, a cuff miss occurred. A second proglide device was attempted; however, upon suture removal, the knot did not advance to the vessel wall. Reportedly, needle deployment was done correctly without issue. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The cuff miss/suture retrieval issue was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, additional reported information received: the access site was the common femoral artery. Reportedly, the second proglide device that was used, the knot was able to be advanced; however, there was difficulty advancing the knot. The suture with the knot came out when the device was removed from the patient anatomy.